Manufacturer narrative:
(B)(4).

Event description:
It was reported data remote monitoring revealed oversensing noise due to possible myopotential oversensing. Device replacement was recommended due to the lead anomaly. No adverse consequences were detected.